Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021 due to increase in open circuits electrodes.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 23, 2021.